Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No external damage was noted. Event history log (ehl) showed force sensor test error. Calibration check, multiple flow and occlusion tests were performed and the reported problem was not duplicated; the force calibration was within factory specifications. The root cause of the issue could not be determined. Actions were taken to mitigate the reported issues: replaced force sensor as a preventative measure and all functional testing passed.

Event description:
It was reported that a pump showed a force sensor error. No patient injury was reported.